Event description:
Customer reported her blood glucose kept going up and was unsure why. Customer's blood glucose was 421 mg/dl. Customer did not express any symptoms. Customer was advised to disconnect from the device. The drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings in the device were reviewed and were correct. Customer did not want to finish troubleshooting. Customer did not want to change her set. Customer was advised to contact her doctor. Call back if she wanted to perform high pressure test. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.